Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she has been receiving no delivery alarms on the insulin pump for the last 48 hours. Customer was experiencing high blood glucose of 570 mg/dl; she had only treated with the insulin pump. Customer was severely dehydrated and tired. Customer stated that the drive support cap on the insulin pump is normal. Customer stated she will be calling her doctor since the basal rates are incorrect.